Event description:
It was reported that an edwards mitral bioprosthetic valve was explanted after an implant duration of 32 months due to severe central mitral regurgitation, with an ejection fraction of about 55%. The surgeon suspected that one of the leaflets was being restricted. As per the operative report, "there was significant pannus formation about the valve restricting the posterior of the 3 leaflets. This had been confirmed by echocardiography and there was evidence of severe mitral regurgitation on this basis. The valve was explanted. The valve was inspected and again pannus formation was identified that had the appearance of having grown from the annulus onto the leaflets of the valve and this was the explanation for the mitral regurgitation." The discharge summary stated: "she tolerated the procedure well...she continued to progress from a cardiac rehab standpoint and on day #6, she was discharged to home in a sinus rhythm."

Manufacturer narrative:
Evaluation method: x-ray. Evaluation summary: the returned bioprosthetic valve was evaluated and results as follows; as received, cuts in the sewing fabric at commissure 2 exposed the wireform at the outflow aspect. Band separation was also noted at the welding point. Cuts in the sewing ring were also evident at the inflow aspect. The above disruptions were most likely due to the explant. Heavy dense layer of host tissue was evident at the outflow aspect. Host tissue overgrowth fused host anatomy onto the valve tissue. Heavy dense layer covered most of leaflet 1 and leaflet 3 and parts of its free margin. Host tissue curled the free margin of leaflet 1 over itself, pulled the leaflet to an open like position; similar pattern of host tissue overgrowth was also detected in leaflet 3. Also at the outflow aspect, dense layer of host tissue overgrowth fused the free margins of leaflet 1 and 3 at commissure 1 at the greatest distance of approximately 5mm. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto leaflet 3 at the inflow aspect and into the orifice by approximately 6mm. Overall, host tissue was moderate at the stent inflow and heavy at the stent outflow. Calcification was minimal to moderate at the free margins of leaflets 2 and 3 at commissure 3. As stated in the operative report, device evaluation confirms host tissue overgrowth (pannus) as the primary cause of the reported regurgitation leading to this explant. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a manufacturing quality deficiency that may have caused or contributed to this event.